Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4): evaluation:method - work order search.results - a lens work order search was performed and there were no similar complaints found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, medical review and work order search, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found the optic was torn and the lens was returned in liquid . The lens was rehydrated and both the length and width were remeasured and found to be within original design specifications. Medical review - angle closure/elevated iop in the presence of vticmo model may occur due to remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow tissue abnormalities (presence of iris/ciliary body cysts), blockage of the port by remaining visco-elastic, or by inflammatory membrane, ect. However, there is not enough clinical information to determine the exact cause of this even and we cannot rule out the excessive vaulting secondary to a long lens as a contributing factor. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, etc). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vault. Significant reduction of irdo-corneal angles, angle closure associated with elevated iop and slight corneal edema was was observed. The incision was enlarged, anterior chamber irrgation/evacuation of remaining fluids and intraocular injection medication were used. The lens was exchanged for a shorter length lens and this resolve the problem.